Event description:
It was reported that the Implantable Cardioverter Defibrillator (ICD) exhibited oversensing due to myopotential inhibition. No intervention was reported. Patient condition was not provided.